Event description:
It was reported that the pump was implanted for fudr treatment on 8/2/98. On 9/18/98, the pump was emptied of 49.5cc. Each sideport was accessed and one flowed while the other did not. Urokinase was put in and left for 45 mins, but the one catheter remained blocked. On 9/25/98 the pump was removed and the pump replaced. There were no additional pt complications.